Event description:
It was reported that the stent fractured and the patient experienced chest pain and thrombosis. The lesion being treated was located in the saphenous vein graft (svg) to the obtuse marginal (om) artery. While using a 4.0x16mm promus element plus stent system(sds), the device fractured. The sds was removed and the procedure was completed by post-dilating the lesion with a 5.5mm maverick xl balloon. No patient complications were reported. The following day the patient presented with chest pain and underwent a percutaneous coronary intervention and thrombectomy in the svg. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).